Manufacturer narrative:
The complaint device was not returned and no further information has been provided about the device. However, past investigations have shown that a bend in either outer or inner blade would increase friction between the inner and outer shaft which could lead to metal shavings as reported. This cannot be confirmed as the devices were not returned. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)

Event description:
The sales rep reported that during an ankle procedure the customer's aggressive cutter 3.5mm was creating metal shavings in the patient. The sales rep stated that the surgeon stopped immediately and irrigated out the metal shavings. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences but there was a 15 minute delay. The sales rep stated that the device is brand new and is not a reprocessed device. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the facility discarded the device.